Event description:
It was reported that during insertion, the tip of the implant broke and remained unretrieved in the patient's bone. The insertion site was abraded, the cuff tissue was roughened in appearance. The caller had no additional bone preparation information. The seated depth of the implant is unknown. The surgeon attempted to remove the fragment but was unable to do so. The procedure was a rotator cuff repair. Bone quality is unknown.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Two drivers were returned, both were from an ar-1927bf assembly. The devices met all material specifications as received. The evaluation revealed that one of the returned driver's distal square drives is broken-off. No other damages or other abnormalities were observed. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.